Manufacturer narrative:
The insulin pump was received with cracked end and detached end cap. The insulin pump alarmed motor error during rewind due to jammed motor slide cause by damage motor slide rubber pad. Unable to perform functional test including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test due to motor error alarms. The motor was tested outside the device and passed. Unit received with minor scratched display window and case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer insulin pump had damaged. The customer¿s blood glucose level was 8 mmol/l. It was reported that the side came out/off at the bottom by the drive support cap. The insulin pump was returned for analysis.